Manufacturer narrative:
Event date: date of the actual event is unknown. Two devices were returned for evaluation. No anchors or sutures were returned for evaluation. A visual inspection of the two returned devices showed a wavy bend along the needle indicating attempted needle maneuvering by the surgeon. The actuator actuated as intended even with the wavy bend on the needle. Based on the evidence provided, no root cause relating to the manufacturing of the product can be determined. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a procedure, the device would not deploy. It was confirmed that no t anchors were left in the patient unsupported and all t's were removed.